Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of asystole was noted on the device. The patient was not reported to be symptomatic. Review of the egm's revealed loss of sensing and large complexes followed by small undersensing complexes. Possible cause of the issue is a positioning of the patient. Programming changes were recommended, but not made yet. The patient will continue to be monitored normally.